Event description:
Champion-af study. It was reported that thrombosis occurred. Prior to index procedure, aspirin (100 mg) was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 19.0 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022, 126 days post index procedure, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 45% and complete seal with a laminar, non-mobile thrombus with maximum area of 0.5 cm2 on the atrial facing surface of the watchman flx device. At the time of the event, the patient was on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022, the patient was started on apixaban (10 mg) for device thrombus. At the time of reporting, the event was ongoing.

Event description:
Champion-af study. It was reported that thrombosis occurred. Prior to index procedure, aspirin (100 mg) was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 19.0 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022, 126 days post index procedure, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 45% and complete seal with a laminar, non-mobile thrombus with maximum area of 0.5 cm2 on the atrial facing surface of the watchman flx device. At the time of the event, the patient was on aspirin (100 mg) and clopidogrel (75 mg). On (B)(6) 2022, the patient was started on apixaban (10 mg) for device thrombus. At the time of reporting, the event was ongoing. It was further clarified that (B)(6) 2022 was 116 days post procedure when the four month follow up tee was performed. It was further reported that on (B)(6) 2023, the patient had an unscheduled visit for additional protocol required imaging to confirm the resolution of the previous thrombus and tee assessment performed on (B)(6) 2023 revealed estimated lvef of 35% with complete seal and no evidence of thrombus on the atrial facing surface of the watchman flx device or left atrium and no evidence of pericardial effusion.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
B5 corrected

Event description:
Champion-af study. It was reported that thrombosis occurred. Prior to index procedure, aspirin (100 mg) was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 19.0 mm. On 22jun2022, the patient was discharged on aspirin (100 mg) and clopidogrel (75 mg). On 14oct2022, 126 days post index procedure, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 45% and complete seal with a laminar, non-mobile thrombus with maximum area of 0.5 cm2 on the atrial facing surface of the watchman flx device. At the time of the event, the patient was on aspirin (100 mg) and clopidogrel (75 mg). On 17oct2022, the patient was started on apixaban (10 mg) for device thrombus. At the time of reporting, the event was ongoing. It was further clarified that 14oct2022 was 116 days post procedure when the four month follow up tee was performed.